Event description:
While removing stopper from tube, tube broke resulting in a cut to finger. Tech received first aid and immuno globulins shots. Source was tested for hbv and hiv. All results were negative.